Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported alarms on the insulin pump and stated that the settings had been cleared. She stated that the insulin pump had not been stored or not in use for an extended period of time. The blood glucose reading was 156 mg/dl. Nothing further was reported.